Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 30-aug-2024 that the patient encountered infusion set cannula was dislodged from tissue during use which led to high blood glucose level of 383mg/dl. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.